Manufacturer narrative:
Review of the device history records for the patellar component identified no deviations or anomalies. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the patellar component. Primary operative notes indicate the patient underwent left total knee replacement due to severe osteoarthritis. Excellent range of motion and stability were noted after the final components were cemented into place. Operative notes from the previous revision surgery in 2013 identified that the patient was revised due to instability and all components except the patella were removed. The patellar component was noted to not have significant wear and was retained with stryker implants, which are not compatible products. While it is noted that these devices are not compatible, it is unlikely that the incompatibility contributed to the patient¿s infection. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Per the nexgen all-poly patella package insert, infection is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to infection. An antibiotic spacer was placed on (B)(6) 2015.